Manufacturer narrative:
Pir:00324165 ( 1 of 1).

Event description:
A customer alleged that the safety shield on the slit knife 2.75mm angl sngl bev w/safety (10/sp) was identified as retracted prior to use. There was no patient or user involvement and no injury reported.